Event description:
It was reported that during an unk procedure, on the last fire used, it started to fire and for a second it started then stopped even though still holding the button. I took my finger off the button and pressed it again, and then it restarted. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 445c24. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event log shows cut communications lost error during both the last firing of clinical use and during testing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not working properly. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 445c24, and no non-conformances were identified.